Manufacturer narrative:
The report # 1020379-2016-00048 is associated with (B)(4), polident.

Event description:
Her mother took a couple of sips of what she thought was water and it was the denture solution [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of product were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, adverse event information was received on 17 october 2016. Consumer reported that her mother took a couple of sips of what she thought was water and it was the denture solution.